Event description:
Boston scientific received information that this patient underwent a device replacement procedure. During the replacement, when the right ventricular (rv) lead was being separated from the device header, the proximal pin and lead body fractured from one other. The lead was surgically abandoned and successfully replaced along with the device. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.